Event description:
The company was notified that during the implant of a carbomedics prosthetic heart valve (cphv) top-hat mechanical aortic heart valve, the plastic support where the holder and handle connect broke into several pieces once the mounting sutures were cut. The valve was implanted and subject holder was returned to the MFR for eval.

Manufacturer narrative:
Device evaluated by MFR: the subject holder arrived at the mfg site for eval on (B)(4) 2013. Initial gross examination confirmed the reported event and that all pieces of the holder were retrieved and returned. No other reports of similar events have been received. Full device history record review will be performed. Eval of the holder will include visual and microscopic analysis to determine root cause. Results: no definitive results at this time. Conclusion: no conclusion can be drawn at this time as device eval has just commenced.